Event description:
It has been reported that there was time delay with the fluoroscopy which was not there before. The system also worked with a time delay during a renewed test exchange. The system was in clinical use at the time of event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that after the installation of the new footswitch there was time delay with the illumination. Fse inspected the system and found both surgical lamps were connected to a transformer, thus evenly switching the surgical lamps. Review of the system log files showed sib switched off the buzzer and x-ray indication lamp. Fse removed the transformer to solve the issue. After replacement of transformer the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.